Event description:
The dentist reported that because of a prosthetic fracture, the abutment screw broke in the implant and therefore the implant is not usable.

Manufacturer narrative:
The complaint investigator¿s visual inspection of returned component has confirmed the screw has fractured and the internal hex and collar of the implant has been damaged from the customer attempts to remove the screw. A complete dimensional analysis cannot be performed due to the damage of the as returned product. The lot number has not been provided for review. Based on visual inspection and device history record review, this event is not thought to be due to a manufacturing deviation. A definitive root cause has not been determined. (B)(4).